Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 38 mg/dl and lost consciousness; cause was unknown. Customer required assistance from emergency medical technicians giving intravenous fluids of sugar water to address bg level. Recommendation was made to discuss diabetes management with a health care professional.